Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on laparoscopic lower anterior resection, during the first firing, the device clamp test was completed; however, the connection between the handle and the adapter came off after the surgeon clamped the rectum and pressed the green button. When the adapter and the handle were connected again, the display on the handle turned black and the handle was in a shut-down state. Since the device was not responding, the manual retraction tool was used to open the jaws and release the articulation. The adapter and the handle were then removed from the cavity. Another manual stapler was used to complete the case. There was no patient injury.